Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then removed the analog pcb assembly for further examination. Physio determined that the cause of the reported issue was that the negative tab contacts that connect internal hybrid layer capacitor (hlc) battery, designator bt3, to the pcb were broken. This was likely due to impact damage to the device; however, that could not be conclusively determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that it would not remain powered on in order to analyze, charge and shock.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that it would not remain powered on in order to analyze, charge and shock.